Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. No patient symptoms or additional information was reported.